Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window and a cracked case near the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the o-ring in battery compartment was coming. Customer also reported that the act button and the up and down arrow buttons were not responding. Customer's blood glucose was 158 mg/dl. Customer was advised that insulin pump would need to be replaced.